Event description:
During health assessment in dm clinic the patient stated he had just recently received new glucose meter and did not know how to use it. Checked pt's glucometer nova max plus against clinic glucometer stat strip pt's glucometer read 428 mg/dl at 10:32 am clinic glucometer read 248 mg/dl. Rechecked the meters again, at 10:34 am pt's glucometer read 400 mg/dl and our meter read 269 mg/dl. Provider was informed and the patient was given rx for new meter. Event was brought to my attention and I am reporting it. Unclear if the problem was the test strip or meter. Facility information was supplied to manufacturer for additional investigation.